Manufacturer narrative:
As the device was discarded it has not been possible to confirm any malfunction. The affected doctor did not receive any treatment. His present status is not known. : device discarded by customer.

Event description:
A doctor was stung by the needle on the safepico after collecting a blood sample from a patient. After taking the blood sample he slided the safeguard until a click sound was heard. He tried to remove the needle and the needle shield, but the needle shield was not locked completely and it moved to the bottom of the plunger. Then he stung himself with the needle. The patient is a carrier of (B)(6).

Manufacturer narrative:
It has not been possible to determine if this incident was caused by a malfunction or a user error. Reference samples of the regarded lot have been checked and no failures were found. As the sampler was discarded after the incident and no pictures of the sampler are available, it is not possible to find the root cause to the incident.